Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report.

Manufacturer narrative:
The recipient's infection reportedly resolved. The recipient was recommended reprogramming, despite being a non user of the device.

Event description:
The recipient is reportedly electing explant surgery. The recipient is presenting with recurrent skin infections. The recipient was prescribed oral antibiotics. The recipient is reportedly a non-user of the device despite efforts at programming due to poor device tolerance.

Manufacturer narrative:
The recipient's sound quality improved following additional reprogramming adjustments.